Manufacturer narrative:
It was reported that post-implant of navitor valve on the same day, a permanent pacemaker was implanted. Information from field indicated that there was no calcification extending beneath the aortic annular plane and the final implant depth of the valve was 4 mm. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported pacemaker implant could not be conclusively determined. The patient was reported to be in stable condition. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was implanted using a small flexnav delivery system and a small loading system. The patient does not have a past medical history of conduction disorders and has a baseline rhythm of sinus rhythm. The length of the membranous septum is unknown. There was no calcification extending beneath the aortic annular plane. The final implant depth of the valve was 4mm. Post-implant on the same day, a permanent pacemaker was implanted. No prolonged hospital stay for monitoring of rhythm was required. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.